Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (10.4% oversizing) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia transcatheter heart valve, the valve was deployed appropriately, with the pressure gradient remaining below 4 mmhg. Post-deployment angiography revealed a small perforation near the left coronary cusp. The patient remained hemodynamically stable while a pericardial drain was inserted. Approximately 800ml of pericardial fluid was removed and discarded, followed by autotransfusion from the drain into venous access over the next 45 minutes. The patient remained conscious and within acceptable hemodynamic parameters throughout this period. The patient's hemoglobin dropped from the 120s to the 90s and was subsequently transfused with packed red blood cells (prbc) as per anesthesia protocol. The patient was transferred from the operating room to the ICU while still maintaining acceptable hemodynamic parameters. In the ICU, the patient was found to be hypocalcemic and subsequently became asystole. Intravenous calcium was administered, resulting in the return of cardiac perfusion. However, the patient then developed ventricular fibrillation. In accordance with the patient's previously expressed wishes, no defibrillation or cardiopulmonary resuscitation (CPR) was performed. The patient passed away in the ICU. Per report, prior to deployment, the medical team was aware of a 10.4% oversizing at nominal deployment and noted a small calcium nodule in the annulus extending into the lvot, measuring less than 3mm. The decision was made to proceed with nominal deployment.